Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death could not be determined. The reported patient effects of death is listed in the mitraclip system instructions for use (IFU) as a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. Attachment: article titled ¿feasibility and outcomes of mitral transcatheter edge-to-edge repair in patients with variable degrees of mitral annular calcification."

Event description:
This is filed to report death. It was reported through a research article that 280 patients underwent mitral transcatheter edge-to-edge repair (teer) from (B)(6) 2014 to 2022. Within one year of the procedure, the implanted mitraclips may have caused or contributed to death. Additional information is listed in the attached article, titled ¿feasibility and outcomes of mitral transcatheter edge-to-edge repair in patients with variable degrees of mitral annular calcification.¿